Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.

Event description:
It was reported that the device reached eri, 10 months post-implant. The device was explanted.

Event description:
During the surgical procedure, it was found that the lv and the ra lead were pulled back all the way into the pocket. The rv was found disconnected from the ICD. All three leads were explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation. Analysis found an internal anomaly, which caused the premature battery depletion.